Event description:
The tech alleged that the head end of the bed drifted down overnight. No pt impact.

Manufacturer narrative:
The tech replaced the hydraulic head down valve and the trendelenberg valve to resolve the issue.